Event description:
It was reported that customer¿s pump had issues with displayed insulin amount after fills. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.